Manufacturer narrative:
Na.

Event description:
The customer complained of calibration issues and discrepant results for 1 patient sample tested for sodium (na), potassium (k) and chloride (cl) on a cobas 6000 c (501) module prior to maintenance being performed. The initial na result was 107 mmol/l, the initial k result was 2.6 mmol/l and the initial cl result was 138 mmol/l on the c501 module. These results were reported outside of the laboratory. The patient was treated with 3 bags of normal saline and monitored. There was no allegation that an adverse event occurred due to this treatment. The patient is in stable condition. The sample was repeated on a different c501 module and the na result was 135 mmol/l, the k result was 4.3 mmol/l and the cl result was 99 mmol/l. These results were also reported outside of the laboratory where the physician stated the initial results did not match the repeat results. The repeat results from the other c501 module were believed to be correct. There were no issues with other test results for this patient. After performing maintenance, calibration and qc, the customer repeated the sample on the c501 module in question and received a na result of 137 mmol/l, a k result of 5.5 mmol/l and a cl result of 103 mmol/l. The customer ran qc again and the results were on the mean. The customer performed precision tests and was running a 3-way correlation with 2 other modules. The customer stated they used a non-roche cup in the sample tube. No electrode lot numbers with expiration dates were provided. The field service engineer (fse) visited the customer site and found that the ise reagents had been contaminated during maintenance. All reagents were replaced. The customer ran calibration and qc and the results were within specification. The investigation determined that the issue found by the fse was the root cause of the event.